Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, (B)(6) 2017, during a colon resection procedure, the device's handle broke. A new product was used in order to complete the case. No patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Product analysis :post market vigilance (pmv) received the device opened by the account with the appropriate packaging in undamaged condition. Visual inspection of the returned product noted the plastic housing was disengaged from the anvil side of the stapler. The nose tip of the anvil side of the stapler was also disengaged and the anvil appeared to be loose. Additionally the anvil key appears to not be properly assembled; it was not centered in the handle. Visual analysis also noted that the sulu was fully fired and the knife blade was not damaged. No functional testing was performed. The unit was forwarded to engineering for further evaluation of the disengaged nose tip, loose anvil, and off center anvil key. If information is provided in the future, a supplemental report will be issued.